Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that femoral artery puncture was performed on the patient. During the implantation of the flow-diverting stent, the stent could not be delivered and became stuck in the distal section of the catheter. Multiple attempts to open were unsuccessful, so the device was replaced with a new one. The physician released the load (slack) in the system in an attempt to resolve the issue, but the issue remained. The catheter and pushwire were not damaged. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed continuously with heparanized saline as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for implantation of flow-diverting stent treatment of a saccular, unruptured ophthalmic artery aneurysm with a max diameter of 6mm and a 4mm neck diameter. Landing zone: distal: 3.73mm and proximal: 4.1mm. It was noted the patient's vessel tortuosity was moderate. Access vessel was the femoral artery. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure showed an ophthalmic artery segment aneurysm. Ancillary devices include a cook sheath, johnson & johnson guide catheter, ev3 microcatheter.

Manufacturer narrative:
Continuation of d10: marksman catheter product ID fa-55150-1030 lot 229480131. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Review of previously reported information identifies the marksman as the concomitant catheter.